Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('periods are very heavy with clots / menorrhagia lasting 5 days since essure was inserted') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 2. Concurrent conditions included cervical intraepithelial neoplasia I (cervical laser vaporisation) since 2013. In 2016, the patient had essure inserted. In 2016, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required) and headache ("headaches for 4 years which are not systematised, not regular."). On an unknown date, the patient experienced diarrhoea ("some episodes of diarrhoea"). The patient was treated with surgery (essure removal via hysteroscopy and laparoscopy on (B)(6) 2021). At the time of the report, the heavy menstrual bleeding and headache was resolving and the diarrhoea outcome was unknown. The reporter considered diarrhoea, headache and heavy menstrual bleeding to be related to essure. The reporter commented: essure was removal at the patient's request, primary reason for removal were adverse events menorrhagia, periods heavy with clots, irregular headaches for 4 years, and essure contributed the occurrence of the events. Follow-up after essure removal was mild to moderate improvement of menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('periods are very heavy with clots / menorrhagia lasting 5 days since essure was inserted') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 2. Concurrent conditions included cervical intraepithelial neoplasia I (cervical laser vaporisation ) since 2013. In 2016, the patient had essure inserted. In 2016, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required) and headache ("headaches for 4 years which are not systematised, not regular."). On an unknown date, the patient experienced diarrhoea ("some episodes of diarrhoea"). The patient was treated with surgery (essure removal via hysteroscopy and laparoscopy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and headache was resolving and the diarrhoea outcome was unknown. The reporter considered diarrhoea, headache and heavy menstrual bleeding to be related to essure. The reporter commented: essure was removal at the patient's request, primary reason for removal were adverse events menorrhagia, periods heavy with clots, irregular headaches for 4 years, and essure contributed the occurrence of the events. Follow-up after essure removal was mild to moderate improvement of menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 8-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('periods are very heavy with clots / menorrhagia lasting 5 days since essure was inserted') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 2. Concurrent conditions included cervical intraepithelial neoplasia I (cervical laser vaporisation ) since 2013. In 2016, the patient had essure inserted. In 2016, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required) and headache ("headaches for 4 years which are not systematised, not regular."). On an unknown date, the patient experienced diarrhoea ("some episodes of diarrhoea"). The patient was treated with surgery (essure removal via hysteroscopy and laparoscopy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and headache was resolving and the diarrhoea outcome was unknown. The reporter considered diarrhoea, headache and heavy menstrual bleeding to be related to essure. The reporter commented: essure was removal at the patient's request, primary reason for removal were adverse events menorrhagia, periods heavy with clots, irregular headaches for 4 years, and essure contributed the occurrence of the events. Follow-up after essure removal was mild to moderate improvement of menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-feb-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.